Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp unit and was unable to reproduce the reported issue. The fse charged the internal tank and confirmed that the charging station was working properly. The fse tested for internal leaks and saw no leaks were detected. The fse also tested connections of balloon in the safety disk, and the connection was tight and stable with no leaks present. The iabp passed all functional and safety tests and was returned to the customer, cleared for clinical use. The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. (B)(6).

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) alarmed ¿low helium¿ after patient was connected for transport. It was also reported that the flight transport staff had balloon extender connection disconnected from the safety disk multiple times during setup while the iabp was in rescue mode and using the internal helium tank. This caused the internal tank to be drained before the patient was connected. The patient was taken back to transport hospital¿s ER balloon pump, and a substitute pump was eventually obtained, resulting in the patient being successfully hooked up and transported. No adverse event was reported.

Manufacturer narrative:
Corrected fields: (date of event ), (the mfg aware date was incorrectly reported in the initial MDR; the correct date is (B)(4) 2018.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) alarmed ¿low helium¿ after patient was connected for transport. It was also reported that the flight transport staff had balloon extender connection disconnected from the safety disk multiple times during setup while the iabp was in rescue mode and using the internal helium tank. This caused the internal tank to be drained before the patient was connected. The patient was taken back to transport hospital¿s ER balloon pump, and a substitute pump was eventually obtained, resulting in the patient being successfully hooked up and transported. No adverse event was reported.